Manufacturer narrative:
(B)(4).

Event description:
A customer reported to beckman coulter that the coulter lh 780 hematology analyzer leaked less than 10 ml of cleaner onto the counter and floor during the startup cycle. The customer was wearing gloves, eye goggles, and a lab coat at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes. Medical attention was not sought. No erroneous patient results were generated and therefore there was no impact to patient treatment. Beckman coulter field service engineer (fse) confirmed a leak from cut tubing at pinch valve pv61 (vl61) which was leaking cleaner and diluent from the backwash tank. The fse replaced pinch tubing at pinch valve pv61 resolving the leak. The fse verified the service activity per established procedures, and the results met published performance specifications.